Manufacturer narrative:
The device was returned for investigation and was received on 25-aug-2021. The device was decontaminated then visually inspected. No non-conformities were identified or reported during the inspection of the device. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta as planned for closure in the right common femoral artery. The vasculature was 6.8mm, no calcification or tortuosity, and deployment depth measurement of 5.5cm +1cm. A mid-femoral access was gained using micropuncture and ultrasound. Resistance was noted while exchanging the procedural sheath for the manta sheath. The IFU states if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. The manta sheath was removed, and the access was viewed under fluoroscopy which indicated a loop in the guidewire at the access site. The physician attempted to advance a different sheath into the artery over the guidewire but was unsuccessful. Procedural requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. A contralateral access angio revealed a 10cm dissection that reached into the iliac arteries. Balloon inflations were applied, and 2 covered stents deployed to achieve hemostasis and repair the dissection. Dissections are a common large bore procedural complication. Therefore, due to no angiograms were submitted for investigative purposes, the cause of the dissection remains inconclusive in relation to the deployment of the manta device or procedural sheaths. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair. Local trauma to the femoral or iliac artery wall such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
The device was returned for investigation and was received on 25-aug-2021. The device was decontaminated then visually inspected. No non-conformities were identified or reported during the inspection of the device. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta as planned for closure in the right common femoral artery. The vasculature was 6.8mm, no calcification or tortuosity, and deployment depth measurement of 5.5cm +1cm. A mid-femoral access was gained using micropuncture and ultrasound. Resistance was noted while exchanging the procedural sheath for the manta sheath. The IFU states if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. The manta sheath was removed, and the access was viewed under fluoroscopy which indicated a loop in the guidewire at the access site. The physician attempted to advance a different sheath into the artery over the guidewire but was unsuccessful. Procedural requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. A contralateral access angio revealed a 10cm dissection that reached into the iliac arteries. Balloon inflations were applied, and 2 covered stents deployed to achieve hemostasis and repair the dissection. Dissections are a common large bore procedural complication. Therefore, due to no angiograms were submitted for investigative purposes, the cause of the dissection remains inconclusive in relation to the deployment of the manta device or procedural sheaths. The severity of harm is ranked as a 4 due to endovascular intervention requiring stent placement, which covers this incident. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair. Local trauma to the femoral or iliac artery wall such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: at the completion of the tavr case when the procedure sheath was removed over the 0.035" standard j guidewire, the manta sheath was introduced over the guidewire. Resistance was met while attempting to insert the manta sheath into the right femoral arteriotomy. The manta sheath was removed, and the groin was viewed under fluoroscopy. A loop was noted in the guidewire at the access sight, and the doctor was unable to advance a different sheath into the artery over the guidewire. A picture was taken from the contralateral access which revealed a dissection in the rfa that extended approximately 10cm towards/into the iliac artery. A ptca balloon was used to establish hemostasis, and then 2 covered stents were used to obtain hemostasis and repair the dissection. Additional information received on 11aug2021: during a tavr heart valve placement, ultrasound and micro puncture access was obtained. Access was in the right cfa, and located mid-femoral head, above bifurcation and below inguinal ligament. Right cfa vessel size measured at 6.8mm and had no calcification and no tortuosity. Manta depth was measured at 5.5 + 1 = 6.5cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, heparin and protamine administered intravenously. Current patient condition is reported as fine.